Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Treatment for the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was recovering from the peritonitis and extraneal and physioneal therapies were ongoing. No additional information is available.